Manufacturer narrative:
The reported complaint of pressure line breaking was confirmed. The received monitoring kit was returned with the arterial tubing separated from the safeset sampling port. The safeset port was not returned for investigation; however the separated tubing was returned and insufficient solvent was present on the end of the tubing. The probable cause of the insufficient solvent is a manual manufacturing process error during assembly in (B)(4). A product recall field action was taken on the lot associated with this complaint, (B)(4), on the 15th of november 2018. The lot # 3514084 and relevant commodities were reviewed and there were no relevant non-conformances found. Initial reporter facility name: (B)(6).

Event description:
The incident occurred during infusion. The pressure line broke from the withdraw port. The device was in use for approximately 1 hour with heparin saline and a philips monitor for blood pressure monitoring. The device was changed out with no further problems encountered. There was patient involvement, but no adverse event, no medical or surgical intervention provided, nor delay in critical therapy.